Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.